Event description:
A patient was implanted with a tfn for a hip fracture approximately 6-8 months ago. Reportedly the tfn shortened too much and the blade was sticking out approximately 1 centimeter from the femur. The patient was returned to the operating room for removal of the blade and revision to a shorter blade. This report is #1 of 2 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.